Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic pacer-dependent patient presented through merlin.net transmission after receiving vibratory patient notification alert, device was found to be in backup vvi mode. Patient was called in clinic for further troubleshooting. Device download was performed successfully. The patient remained asymptomatic.